Event description:
It was reported that during a gastric bypass procedure, there were missing staples. While firing the stapler no staples were delivered. No further detail provided. A new cartridge was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Premature sled movement the ecr60w cartridge reload was received for analysis with no visual non-conformances and partially fired 1/16. It is possible that while loading the cartridge reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.